Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. During the visual inspection it was found the catheter broken. The reported complaint is confirmed. The root cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that there was a material defect, and the customer had to explant the port and implant a new one. There was patient involvement and unknown patient harm.

Manufacturer narrative:
B3: date of event is unknown. One photo was provided for the investigation. The reported problem could be seen within the photo. The compliant is confirmed. The root cause is unable to be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.